Event description:
The customer reported the evis exera iii colonovideoscope was failing microbial testing. The customer planned to test the scope two more times. The scope was noted to be a loaner device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. No cleaning, sterilization and disinfection information or microbial testing results was available from the customer. During device evaluation at olympus, it was found the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the up/down knob could not be locked securely due to wear of the forceps elevator lever, the bending section cover adhesive was chipped, the scope case unit was deformed, the air/water and suction cylinders were deformed, and the distal end was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.